Manufacturer narrative:
(B)(4). Work order passed. No failure found. 9733627: the returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups ran for almost five minutes. The battery should run for at least three minutes. No problem found. Other relevant device(s) are: product ID: 9 733627, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system only held a charge for 30 seconds when unplugged from the wall. There was no patient present.